Event description:
The staples are all bent and therefore unusable. Clinical consequences: the operator used a new stapler to continue with the procedure.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
The staples are all bent and therefore unusable. Clinical consequences: the operator used a new stapler to continue with the procedure.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35w 6/box lot # 73c2200218 was manufactured on 03/08/2022 a total of (B)(4) pieces. Lot was released on 03/17/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first five staples appeared misaligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple did not form properly and was manually removed. The second staple formed and released properly. The third, fourth, and fifth staples formed correctly, but would not release from the stapler and needed to be manually removed from the stapler. After this, no staple fired. The remaining staples would not move down the track. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first five staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Manual realignment of the staples was attempted; however, the stapler still could not fire staples correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the first five staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A nonconformance was opened to address this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first five staples appeared to be misaligned. Upon functional inspection, the misalignment of the first five staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.